Manufacturer narrative:
The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Complaint trends will continue to be monitored. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the n65 pulse oximeter display was missing segments. There was no patient involvement with this event.

Manufacturer narrative:
Investigation of the customer's n65 could not duplicate the complaint of missing segments. The unit was powered up and passed power on self test (post). A test ds100a sensor was connected to the unit and the technician's finger and the n65 to provided accurate readings for approximately 20 minutes. The n65 was connected to a spo2 simulator and ran for 10 hours total. No missing segments were observed. The n65 was disassembled and a visual inspection found no internal anomalies. Medtronic, inc. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had missing segments. There was no patient involvement.